Event description:
During a pulse field ablation (pfa) procedure for the treatment of atrial fibrillation, a faradrive steerable sheath clear was selected for use. During procedure, the sheath was noted to be leaking. The sheath was replaced, and the procedure was completed successfully with another faradrive device. No patient complications occurred, and the patient remained stable following the procedure.